Manufacturer narrative:
The sample has been received requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
The customer reported to corporate product surveillance (cps) of three (3) occurrences of the pca combination anti-siphon set, product code 2l3509, lot number ur10b09161, in which the product was noted to be falling apart at the connection site. The male luer of the pca set will untwist itself off the female luer of the braun us1320 catheter extension set. The disconnection caused a leak of the unknown medication and occurred after an unknown amount of time. A pca pump was used, serial number unknown, but it has not occurred with the same pump. The condition occurred during patient use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of falling apart at the connection site was confirmed. Eight used units were received for evaluation purposes related to separate condition. Five units were companion ((B)(4) and one unknown lot number) and one actual unit. In addition two unknown (non-baxter) sets were received. During the visual inspection no defects were observed, pressure test at 8 psi was performed with satisfactory results; and functional tests were performed and the defect was not confirmed. The functional test was repeated connecting the sets to the unknown samples received and the defect was confirmed in four out of six units tested. The manufacturing documents were verified no discrepancies related to this condition were found during the manufacturing of these lots. The four confirmed sets were separated from the male luer lock ((B)(4)) connected to the unknown sets. Test was repeated with an iso gauge and the defect was not confirmed. The most probable cause for the separation could be related to the unknown sets received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.